Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Based on the results of the quality investigation, the bearings were heating up due to contamination and debris. Debris within bearings will cause friction, which can lead to heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to corrosion of internal components within this device. The drill attachment could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that a drill attachment was loud and heated up during a routine maintenance evaluation by the manufacturer's field service team. This event did not occur in a surgical environment. There was no user injury reported and no adverse consequences alleged.